Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump gave a guardrails alert while programming an infusion of acyclovir for "unacceptable duration". According to the customer, the clinician was attempting to program the infusion for one hour however was receiving a guardrails alert. The soft max is set for 54 minutes and 1.5 hours. The infusion duration of one hour is within the acceptable range however the clinician received an alert. The clinician was able to over ride the alert and program the infusion successfully. There was patient involvement, however no patient harm.